Event description:
It was reported that during a peripheral stenting treatment procedure, a deployment issue occurred. Access was obtained via both the right and left femoral arteries. The target lesion was located in the occluded left iliac artery. A 7x60x75 epic stent delivery system was advanced retrograde to the iliac artery. Deployment of the epic stent was initiated and the physician waited a few seconds to let the stent "warm up" and then attempted to move it distally. The stent remained in the location where deployment was initiated. The stent was misplaced by approximately 1 centimeter. A 7x40 epic stent was then advanced and deployed covering the remainder of the lesion. The procedure was considered completed at this time. No patient complications were reported and there were no concerns with the patient.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).